Event description:
It was reported that the customer experienced air bubbles in the reservoir. The customer's blood glucose was 292 mg/dl. The customer stated that the air bubbles were tiny like soda bubbles. Troubleshooting was done. Advised customer to deliver a 5 unit fixed prime until the air bubbles were no longer visible. Advised customer to remove the infusion set from his body. Assisted customer with running a fixed prime of 5 units. Advised customer to change the infusion set. The customer confirmed that the air bubbles did not persist after the infusion set change. Advised to monitor the issue and call back if problems persisted. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.